Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that his blood glucose level went up to 500 mg/dl. The reservoir leaked. The customer had issues with two reservoirs. The customer treated his blood glucose level with a manual injection. The suction cup fell out and leaked in the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.